Event description:
It was reported that the patient experienced discomfort at the ipg site. Reportedly, patient did not need the stimulation as the pain improved and the patient turned off the stimulation and desired the ipg to be explanted. As such, surgical intervention was undertaken to have the ipg explanted.